Event description:
A caller reported an issue with their insulin pump, where the insulin gauge displayed a different amount than expected. Initially, the pump showed a fill estimate of 13 units, while the caller expected it to be 60 units, with a difference of more than 30 units between the expected and displayed values. The caller followed all necessary steps to ensure accurate readings, such as removing air and using room temperature insulin, and opted to load a new cartridge after encountering the issue. Tandem technical support guided the caller through filling and loading a new cartridge, and a bolus of 10.2 units was delivered, resulting in a new fill estimate of 265 units, which aligned with the expected values. The issue was thus resolved, and there was no adverse impact on the caller's blood glucose level.